Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wished to switch to a pump with continuous glucose monitor integration capability due to difficulty's with control. The customer declined to provide any further details or information. The customer also declined to perform troubleshooting with tandem technical support.